Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
Information from the reporter states "the probe was aspirating fluid not cutting vitreous at the beginning of a surgical case. Presumably the port was in the open position." Additional information from the user facility states, "the probe was place into the eye and it was determined that the probe was not functioning. The probe was removed and replaced with a new probe. No evidence of complication was observed in any case." Though requested, no additional information has been provided.